Manufacturer narrative:
Section b5, initially written as ntx, was corrected to nxt. The customer sent the platform log files to zoll for review as obtained from the usb drive. The log files provided showed that fault code 1290 (motor temperature sensor fault) and alert 120 (motor alert) occurred on the reported event date. This indicates that the nxt platform had reached its internal thermal operating limit and stopped compressions, confirming the customer's complaint. After cooling for a few minutes, the platform was then able to provide compressions for an additional few minutes. The root cause was not conclusively determined due to the device not being returned for a complete and in-depth investigation. However, subsequent session files on the usb drive showed that the platform operated normally without any faults or alerts after the reported complaint event date. The touch temperature of the shoulder restraint anchor points may reach 60°c during operation, which can be touched for up to 10 seconds without issues except for pain. The "rescue bag" used by the customer to contain the patient during CPR treatment with autopulse nxt restricted air flow through the platform, most likely causing the platform to eventually overheat.

Event description:
The emergency crew deployed the autopulse nxt platform (sn (B)(6)) during a resuscitation call. The customer noted that the platform was packed with old hygienic plastic. The nxt platform operated without issues for the first 15 minutes in the snow. After 10 minutes of use in the rescue bag, the nxt platform stopped and displayed a flashing yellow triangle alert. After several attempts to turn it on and off, the nxt platform functioned again for a few minutes. The nxt platform worked for a few more minutes following a battery replacement. The customer stated that there were no complaints about the nxt battery. After the patient was handed over to a hospital, the customer noticed that the nxt platform was severely overheated. The shoulder restraint anchor points were too hot to touch. No consequences or impacts on the patient.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. Zoll has not received the autopulse nxt platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
The emergency crew deployed the autopulse ntx platform ((B)(6)) during a resuscitation call. The customer noted that the platform was packed with old hygienic plastic. The ntx platform operated without issues for the first 15 minutes in the snow. After 10 minutes of use in the rescue bag, the ntx platform stopped and displayed a flashing yellow triangle alert. After several attempts to turn it on and off, the ntx platform functioned again for a few minutes. The ntx platform worked for a few more minutes following a battery replacement. The customer stated that there were no complaints about the ntx battery. After the patient was handed over to a hospital, the customer noticed that the ntx platform was severely overheated. The shoulder restraint anchor points were too hot to touch. No consequences or impacts on the patient.